Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call indicating that the insulin pump alarm prime/fill anomaly. Customer's blood glucose at time of incident was unknown. The customer stated they are unable to exit the preparing prime loop. The customer was advised to disconnect to the pump. The customer stated they received second series of beeps and numbers appeared on the screen. The customer was advised that the device would be replaced. The customer was advised to revert to a backup plan. The customer reported via phone call indicating that the insulin pump alarm motor error. Customer's blood glucose at time of incident was unknown. The customer reported the drive support cap appears normal. The customer stated that the device was not exposed to high magnetic field. The customer did not report motor position encoder error alarm. The customer was able to rewind. Customer received 2 motor errors and 2 no delivery. The customer was advised that the device would be replaced.